Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after insertion of the introducer on the right side, the physician introduced the lead and noted that access was tight. After obtaining good lead position, the physician started to deploy the helix and impedance was noted to be higher than normal. Upon view of the fluoroscopy, it was noted that the lead helix was not completely deployed. Attempts were made to advance the helix further, but the inner spring did not produce the usual amount of resistance. The lead was removed and examined, and the physician determined that the helix was not working properly and the lead was suspected for fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.